Manufacturer narrative:
The investigation into the pump stop and the thrombus issues has been completed since the original report was filed. The device was returned and inspected. A clot was found in the purge gap and inside the cannula. The root cause of the thrombus cannot be determined due to insufficient clinical information provided. The pump did not pass electrical testing and an open motor cable line was found inside the red handle. The cause of the pump stop was an open motor cable line within the red handle due to excessive force applied to the catheter.

Event description:
The complainant reported that after six days male patient on impella 5.5 support had "impella blocked' alarm and pump stop leading to pump explant. Following removal, a clot was noted to be in the inflow area.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿